Manufacturer narrative:
The reported event occurred on a cobas 6800 analyzer (serial number: (B)(6)). The investigation was limited due to the unavailability of sufficient information, including run exports and reagent lot numbers, which prevented a comprehensive evaluation of the reported unexpected parvovirus b19 (b19) result. Based on the available information, potential causes for the unexpected result include pre-analytical sample contamination or cross-contamination during sample preparation. While cross-contamination cannot be excluded, no cross-contamination events were observed during the cobas dpx assay's cross-contamination study, and the confidence interval for such events ranges from 0% to 1.53% as per the instructions for use (IFU). Unspecific amplification during pcr is considered less likely, as the reported high titer b19 result (6.5 x 10^4 iu/ml) is not indicative of unspecific amplification. A definitive root cause for the reported event could not be determined based on the limited information provided.

Event description:
The initial reporter alleged unexpected parvovirus b19 (b19) results using the kit cobas 6800/8800 dpx 96t ce-ivd assay on the cobas 6800 instrument. The customer reported a b19-positive pool with a titer of 6.5 x 10^4 iu/ml that could not be confirmed. The customer subsequently retested more than 100 samples to exclude human error, and all results were negative. The customer indicated only two instances of unexpected positive results within a year.